Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for further investigation. During the evaluation, the reported issue could be reproduced. Visual inspection a loose bold, which caused the reported issue. The device was repaired and a technical safety inspection was completed without further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during setup. There was no patient involvement.